Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps handpiece cord was causing the handpiece to run without user activation as soon as it was plugged in. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps handpiece cord was causing the handpiece to run without user activation as soon as it was plugged in. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The device was discarded by the manufacturer.